Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the zimmer devices caused or contributed to any patient infection.

Manufacturer narrative:
Information was received via published literature. (B)(4). Other devices used: catalog #unk, unknown zimmer acetabular liner, lot #unk. Catalog #unk, unknown zimmer shell, lot #unk. Catalog #unk, unknown zimmer ceramic femoral head, lot #unk. Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/97-b/8/1024.long. This report will be amended when our investigation is complete.

Event description:
It is reported that post-operative infection was diagnosed in one case at four weeks, post revision surgery and a radical debridement was performed. Staphylococcus lugdudensis was identified on five out of five debridement samples at debridement. This was considered to be a post operative infection as the pre-operative crp was 6.6 and microbiology samples before revision were negative.